Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4.2 had multiple cubies with errors. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-2, an enhanced half-height cubie drawer in auxiliary 1, experienced intermittent failures in multiple pockets. A field service engineer (fse) inspected the retractor bands and found signs of wear, leading to the replacement of the bands on drawers 4-1 and 4-2. The fse also checked all wiring and applied tape to sharp edges within the drawers. All pockets in drawer 4-2 were released, and the cubie trays were removed to check for debris on and under the trays resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4.2 had multiple cubies with errors. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.